Manufacturer narrative:
A: patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy at l4 for compression fracture due to primary osteoporosis. It was reported that the balloon ruptured during inflation. The balloon was removed and saline solution was injected through the cannula and then aspirated repeatedly. After the initial insertion, the balloon was inflated, deflated, and then removed, and insertion was tried again, but it was stuck in the cannula and did not advance. There was no patient symptom reported. There were no further complications reported regarding the event. Additional informtion received. The balloon on one side broke during inflation (approximately 2.5 cc). As such, the broken one was removed, and the balloon on the c ontralateral side was deflated and removed. Re-insertion was attempted on the broken side but could not be inserted. Since it had expanded to about 2.5 cc, insertion was abandoned and cement was injected.